Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm size is unknown. The aortic neck was severely angulated with slight calcification. It was reported that upon final computed tomography scan there was a proximal endoleak due to the severe angulation of the arotic neck below the renal artery. The endoleak was contained to the space between the graft and the vessel wall. The endoleak was not filling into the aneurysm. The pt will be monitored. No clinical sequelae were reported, and the pt is reported to be fine.